Event description:
The patient began feeling intermittent shocking beginning in (B) (6) 2009 when he turned his neck a certain way. More recently he experienced continuous shocking in his left arm, face, and leg. The patient went to the emergency room (B) (6) 2010. X-rays were taken (results not reported). The patient was working his hcp to resolve the stimulation. The hcp was unable to pinpoint the cause of the shocking. The hcp was unable to change the implantable neurostimulator settings back to the original settings after reprogramming and thought there may be an issue. There was no known incident or accident related to the complaint. The patient was due for a battery change several months from the date of report of these issues. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).